Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the rx verify screen and the requested new rx verify. A technical support specialist confirmed with the customer that the previously approved request had been canceled, and then approved the new rx verify request to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, it had a rxverify issue. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.